Manufacturer narrative:
The customer¿s report of back flow was not confirmed. Visual inspection did not identify any damage or manufacturing defects. Functional testing was performed; no leakage or air ingress was observed. The root cause of the reported back flow was not determined.

Event description:
The reported feedback suggests that there was a back flow. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The model#/catalog# identified in sectionis a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided in section is for the domestic similar product. No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The reported feedback suggests that there was a back flow. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.